Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12474. It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the right coronary artery. A 1.2x6mm non-bsc balloon catheter was advanced but the balloon ruptured. Another 1.5x10mm non-bsc balloon was advanced but also ruptured. The device was exchanged with a 1.5x15mm apex balloon catheter. When the device was inflated at 18 atmospheres, the balloon ruptured. Another 2.0x15mm apex¿ balloon advanced but during inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient. Finally, a 2.0x15mm balloon catheter was able to dilate the lesion. A non-bsc stent was successfully deployed however. No patient complications were reported and patient's status was stable.